Event description:
--

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case. On august 28, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Manufacturer narrative:
(B)(4). The date we previously reported that boston scientific distributed a letter to physicians concerning this issue was incorrect. The correct date is august 29, 2013.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed three years longevity remaining approximately two months ago. Now, the battery is depleted. A high current condition was suspected. Data from the device memory was reviewed by a boston scientific engineer. Analysis confirmed the high leakage current which was undetected by the device, therefore causing the time to explant calculation to be inaccurate. The device reached explant status on (B)(6) 2013, but based on the battery voltage, therapy was still available. Due to the device's rapid battery depletion, replacement was recommended because the ability to deliver tachycardia therapy may be compromised within a few days. Subsequently the device was explanted and replaced successfully.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.